Event description:
Reported blood glucose results of "112 mg/dl and 208 mg/dl" with a lifescan meter, perfomred within 11-20 minutes of each other. The control solution is being replaced to further troubleshoot the meter.